Manufacturer narrative:
Unit had blank solid white lcd display with colored vertical and horizontal lines due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump screen was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.